Manufacturer narrative:
(B)(4). The device has been serviced three times prior to this event. The device has been previously sent into service for the reported condition of "pm, low battery alarm at power on." During previous service on (B)(4) 2009 the batteries were replaced.

Event description:
During preventative maintenance initial inspection of a flo-gard infusion pump, the technician found a low battery alarm at power on; this condition had the potential to interrupt delivery. The process step was not identified; there was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with a low battery alarm at power on was confirmed during evaluation. The cause of the reported condition was determined to be a swollen main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.